Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at home after the treatment. There is no information to suggest that the patient sustained a serious injury. The patient remains in the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor: sn (B)(4), (reuse), electrode belt: sn (B)(4) - 07-2007 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. See scanned page.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Over-sensing of small cardiac signal contributed to the false detection. It was reported that the patient's spouse was present, and the patient was at home sleeping before being awoken by the siren alarms during the event. The response buttons were not pressed during the entire event. The patient remains at home and wearing the lifevest.